Event description:
The recipient reportedly elected for revision surgery due to headaches. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced pain with and without device use. There was no evidence of infection, however, the recipient was prescribed antibiotics. No abnormality or evidence of infection was apparent during explant surgery. The recipient continues to experience pain intermittently. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.